Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and system failed to expose. Checked for generator error. Found power supply out of range. Adjusted power supply. Performed function check. System was producing x-ray. Performed a system checkout. System was fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the foot switch and hand switch were not able to be used to take an image. System could not expose. Patient was present. There was unknown surgical delay and impact on patient outcome.